Event description:
It was reported that the implantable pulse generator (ipg) had no output and could not be interrogated approximately two months after previously device check. The ipg was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Ema wirebond - loose/detached. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.